Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 155 mg/dl. The customer removed and reinserted a battery, but button error alarm did not disappear. The customer was advised that the insulin pump in warranty will be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing reservoir tube o-ring.